Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.